Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements resulting in a recorded code 1005. Device data was sent to rhythmcare for review. Data analysis confirms the reported observations were suspected to be attributed to a lead fracture. This system remains in service. No adverse patient effects were reported.